Manufacturer narrative:
Concomitant device information is unknown at this time. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2018-02779. It was reported the clinical study patient experienced ineffective stimulation from the left lumbar level 5 lead. Diagnostics revealed normal impedances, and x-rays showed no lead migration, although the distal tips of the leads may be anterior to the drg target. As a result, the patient may be awaiting surgical intervention. Note: both of the patient's leads are being reported because it is unknown which lead is liable.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2018-02779. Follow up information identified the physician explanted and replaced one of the patient¿s leads. Postoperatively, effective stimulation was restored.